Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis is unknown. Treatment was not reported. According to patient¿s spouse, at the time of this report, the patient was recovering from peritonitis. However, according to the nurse, the patient¿s recovery status was unknown. Peritoneal dialysis therapy is ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.